Event description:
It was reported that t2 deployed at the same time as t1. All the ts were removed. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The device is used. The complaint stated: "it was reported that t2 deployed at the same time as t1. T1, t2 and suture were not returned. The delivery needle curve has been bent at the distal end. This is consistent with flexing and difficulty reaching intended anchoring location. Under warnings the IFU states "do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed." A functional test confirmed that the device cycled and actuated as expected. No root cause related to the manufacture of the device was confirmed.